Event description:
Patient was revised to address acetabular cup loosening.

Event description:
Patient was revised to address acetabular cup loosening. Update medical records were obtained. Medical records indicate patient was revised due to increasing chromium levels. Update litigation alleged the asr hips was explanted due to pain, discomfort, soreness, malaise, swelling, loss of energy, loss of mobility, acute localized damage to surrounding tissue and/or bone and other unspecified injuries caused by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.